Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ saline syringe there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It came in a plastic ziploc bag. It has the plunger rod-rubber stopper, the tip cap and saline solution. It has no barrel label therefore failure mode is verified. Probable root cause is a process variation of the plunger rod labeler equipment. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. A complaint history check was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported with the use of the bd posiflush¿ saline syringe there was an issue with labeling error. There was no report of injury or medical intervention.